Manufacturer narrative:
The device was returned for analysis without the stent. The device was microscopically and visually examined. The device had numerous hypotube kinks. The inflation lumen was stretched down starting at 107.3cm from the strain relief moving distally for an approximate length of 14.1cm. There was blood in the guidewire lumen. At 78mm from the tip the guidewire lumen was buckled with a 1mm hole present within the buckle. The balloon was tightly folded with the crimp marks visible. The device also had tip damage.

Event description:
It was reported that stent fracture occurred. A 28 x 3.50mm rebel bms stent was advanced for treatment. However, after passing through a 0.014 guide, a break on the stent was noticed. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent fracture occurred. A 28 x 3.50mm rebel bms stent was advanced for treatment. However, after passing through a 0.014 guide, a break on the stent was noticed. The procedure was completed with a different device. No patient complications were reported.